Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a ¿less than meal¿ while eating a low-carbohydrate meal (broccoli beef) and independently changing the ilet setting to high; blood glucose fell to 67 mg/dl for about one hour, and the patient subsequently received education on meal announcements and target settings. Symptoms included low blood glucose. Outcomes included use of oral glucose and food to correct the event, with no medical intervention or hospitalization reported and subsequent stabilization of blood glucose to 119 mg/dl. Investigation included user interview and troubleshooting with education. Investigation of this case revealed probable user-related factors, including meal announcement for a low- or no-carbohydrate meal and an independent change to target settings, both of which could contribute to hypoglycemia. It was concluded that the device functioned as designed and that the event was related to use error involving meal announcement and settings selection.